Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a scratch in the tyvek, the scratch had a hole at the end that allows to see the light from one side to another. The hole was noted to be from the outside in, this could compromise device sterility. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. Additional information was requested, and the following was obtained: please confirm which portion of the device packaging was damaged. Was it the tyvek? If yes, did it compromise the device sterility? If not please confirm the specific portion of the packaging. The paper package at the bottom is broken.

Event description:
It was reported that during the endoscopic colorectal surgery, found that packaging was damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.